Event description:
It was reported the single use lumen sphincterotome when attempting to cut, the distal end of the knife broke. The issue occurred during sedation for a therapeutic endoscopic sphincterotomy procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation wherein the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.